Manufacturer narrative:
The other relevant components include: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter; product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid (hydromorphone) with unknown doses and concentrations via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a volume discrepancy occurred in (B)(6) 2016. It was noted the actual reservoir volume (arv) was 0 and the expected reservoir volume (erv) was 3 cc. Caller stated that since there was no alarm and a volume discrepancy was determined, the healthcare professional (hcp) made arrangements for pump replacement. Caller was scheduled for a computed tomography (CT) scan, however the volume discrepancy occurred hcp decided to just replace the pump. The procedure was on (B)(6) 2016. In addition to pump replacement, a catheter revision also occurred. A catheter revision occurred because when they were replacing the pump, it was determined that the catheter was twisted and dislodged. Follow up appointment was scheduled for (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.